Event description:
It was reported that: "it was reported through the attorney for pt, as a result of a legal claim, that allegedly the pt received a trident hip system. It was further alleged that, the pt is experiencing "loosening" from the system.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.